Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that high impedances were noted during intraoperative testing (greater than 10000 ohms on 9, 10, 11, 13, 14, and 15). It was confirmed the procedure was due to normal battery replacement. There were no known environmental factors reported. The lead was removed from the battery and dried off. It was then replaced and tested a second time with the same results. Excellent bilateral coverage was achieved post-operation without using the electrodes with high impedance. No further complications were reported.